Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results was 76 mg/dl, only one reading documented. Test were done with 10 minutes. Patient did not experience any adverse event.